Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell down while he was running. The patient was resuscitated and brought in to the hospital where he was in coma. The pulse generator exhibited undersensing which resolved once the device was reprogrammed. The patient was reported to have deceased on (B)(6) 2015. There are no known allegations from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.